Manufacturer narrative:
The customer contacted siemens to report a falsely depressed calcium (ca_c) patient sample test result was obtained from an advia 2400 chemistry instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the r1 rotational mixer motor, replaced the mixing rod, aligned the mixer height to the reaction cuvette and checked the probe alignments. A precision check was performed for calcium with acceptable results. The cause of the falsely depressed calcium test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed calcium (ca_c) patient sample test result was obtained from an advia 2400 chemistry instrument. The discordant test result was not reported to the physician(s). The same sample was repeated on an alternate advia 2400 and a higher test result was obtained. The repeat test result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium result.